Manufacturer narrative:
There is no information regarding the event date. However, it was reported that the incident occurred less than forty-eight hours after the device implantation. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The specific implant date is unknown. However, the device was reportedly implanted on the second week of (B)(6) 2019. The initial reporter was the physician who performed the removal of the device. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform graft materials device was implanted during a prolapse repair procedure performed on the second week of (B)(6) 2019. According to the complainant, less than forty-eight hours after the procedure, the patient manifested severe inflammatory reaction and went to the complainant's healthcare facility and had the device removed. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.